Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by pyrexia. The cause of the peritonitis was not reported. It was reported that "the patient was ready to the hospital for treatment"; however, it was not reported if the patient was hospitalized for the peritonitis or if the patient received treatment for the event. At the time of this report, the patient has not recovered from the event. Action taken with pd therapy was not reported. No additional information could be provided as the reporter declined follow up.